Event description:
It was reported that before a laparoscopic colectomy procedure, a teardrop-shaped clip was formed when the device was fired for functionality before use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The 1st device had a possibility of having been fired several times out of the patient after this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.